Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. Pump received with cracked minor scratched lcd window and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had absence of no delivery alarm. The customer's blood glucose level was unknown. The customer treated high blood glucose with manual injection. The customer reported that high pressure test was failed twice times. The customer was advised that insulin pump need to be replaced and revert to the back up plan. The insulin pump will be returned for analysis.